Event description:
Terumo medical received the following information: during a pci, the runthrough ns 180 cm wire was used to wire the lesion. The proximal portion of the wire unraveled and sheared off in the circumflex patient started having bradycardia. The doctor saw evidence of plaque shifting too. Therefore, an intravascular ultrasound (ivus) was performed to see inside the vessel. A second runthrough ns wire was opened and used to finish the case. A 3.5x16mm (coronary stent) was placed to tack the sheared off wire and plaque to the wall of the circumflex and flow was restored. The patient was doing well and was not having any issues at that point. No blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab director. H4: device manufacture date: unknown due to unknown lot number . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot number was unknown, the investigation could not be performed. No similar events due to manufacturing defects were found in the past three years. Since the lot number was unknown, history investigation could not be performed. In addition, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of the occurrence. Instructions for use (IFU) also includes the following descriptions: ¿manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent.¿ please see MDR 2243441-2026-00032 for the importer report on this reported event.